Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red particles, crease fold, missing, broken shell, stress marks and opening. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification, sharp edge and with non-penetrating nicks assessed as surgical impact opening and a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: sharp opening on anterior assessed as unidentified (tear) opening, sharp edge opening with non-penetrating nicks assessed as surgical impact, striated broken edge opening on anterior side assessed as surgical damage and a piece of the shell missing, assessment inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Patient reported left side rupture, "concern with the product", "left breast was getting really, really hard", and "having issues." Device remains implanted.